Manufacturer narrative:
The hill-rom technician found the side rail latch plate was damaged and appeared to have been manipulated with a steel rod, like an IV pole. The latch plate was bent up in such a fashion as to where it would not cover up the latch assembly. It looked as if the account had jammed the side rail up into the frame not allowing it to latch the way it was intended. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail latch cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating they having issues with the left intermediate side rail and a patient fell. No serious injuries were sustained. The bed was located at the account in 3f room 3. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).